Event description:
Customer reported that she has been receiving multiple no delivery alarms. Customer was unable to troubleshoot at the time as she had already removed the infusion set; she would be getting back in contact after having the infusion set ready. Customer stated she has not seen any bent cannulas. Blood glucose value was 189 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.